Event description:
On (B)(6) 2016, a perceval valve pvs25 valve was implanted. The patient suffered from severe stenosis degeneration of an aortic bioprosthesis, after 4 years of implantation it resulted in acute pulmonary edema. The patient's transvalvular gradients rapidly increased from 19 mmhg in february to 106 mmhg in june. Based on this information the surgeon decided that a valve-in-valve tavi was necessary and it was performed on (B)(6) 2021. No further information has been provided yet.